Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgery the monomer was not entering due to blue part jammed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : a2, a3, b5, d4, e1, e2, g4, h2, h4, h6, h10. The reported event was unable to be confirmed as the product was not returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicates that 1759 products designation optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a743b00245 were manufactured on 02 november 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non-conformity or deviation was observed which could be linked to the complaint issue. The review of the sterilization certificate indicates that the products were sterilized according to the specification. 2 complaints (including the current complaint cmp-0446804) on the issue have been recorded for optipac-s 60 refobacin bone cement r, reference 4711500396-1, batch a743b00245 within one year. An investigation has been performed, consisting of a documentary review. The documentary review showed that product was manufactured according to the pre-defined specifications of biomet france. The product analysis can't be performed as the product was not returned. According to available data, the exact root cause can¿t be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was been reported that during a surgery the monomer was not entering due to blue part jammed. No adverse events have been reported as a result of the malfunction.